Manufacturer narrative:
Lumenis investigated the reported event by contacting the facility directly for additional information; an incident form was provided. It had been confirmed by the user facility that the patient had to be woken up from general anesthesia and the procedure was subsequently cancelled due to the footswitch malfunction. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. The device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A user facility reported that at the start of a full face co2 procedure in which a lumenis ultrapulse total fx was to be used, an error appeared on the screen alleging an issue with the system's footswitch. Unable to continue with the device, the facility cancelled the procedure and rescheduled the patient for a later date. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.